Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges imprecision with inratio meter. Summary of reported results: testing date: (B)(6) 2013. Inratio result: 1.3 (strip lot number 312524). Inratio result: 2.5 (strip lot number 319200). Testing was performed within ten minutes. Pt's therapeutic range is 2.0-3.0. No additional info was provided.